Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that when the patient placed the communicator over the implant and connected with the handset, they received a shock/jolt at the pocket. As an action taken to resolve the issue, the representative changed the patient¿s settings. They turned the stimulation down from 6.9 volts and put the patient on program 6. The patient felt the stimulation at 1.4 volts. The issue was reported as resolved at the time of report. No surgical intervention had occurred and none were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.